Event description:
It was reported that during a surgery the lower trigger was sticking. The procedure was completed successfully. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. During testing at the manufacturer facility, the service technician found that the handpiece had run-on.